Event description:
As reported, approximately 4 years post the initial left tsa, the patient was revised due to a failed stemless anatomic with caged glenoid. The central cage had separated from the rest of the caged glenoid component. The patient was revised to competitor devices. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3: the reported ¿glenoid failure¿ may be the result of glenoid loosening and fracture of the center peg from the polyethylene body. However, the failure and potential contributions from manufacturing, patient, or user-related issues to the event cannot be confirmed as the devices were not returned for evaluation and no images or radiographs were provided.